Event description:
It was reported that the patients spinal cord stimulator (scs) device was not providing an adequate pain relief. The patient underwent an ipg explant procedure.

Manufacturer narrative:
Block b3: exact date unknown, event occurred years ago.